Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for a previous event of high blood glucose of 417mg/dl and no delivery alarms. The customer had no symptoms and treated with pens. Customer indicated that their doctor has not been contacted and their blood glucose value was also 323 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that they have tried different cannula lengths, site locations and infusion sets. Customer indicated that the issue with the no deliveries has been reoccurring over a period of three weeks. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.